Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy¿ drug-eluting stent was being introduced for treatment and advanced to the target lesion, but it looked unusual on the angiography. The device was then removed and it was noted that one strut on the stent was standing out and was not flat on the balloon. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 4 most proximal stent strut rows; the proximal end of the stent was bunched in a distal direction and stent struts had been lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy drug-eluting stent was being introduced for treatment and advanced to the target lesion, but it looked unusual on the angiography. The device was then removed and it was noted that that one strut on the stent was standing out and was not flat on the balloon. The procedure was completed with another of the same device. There were no patient complications.